Manufacturer narrative:
D9: date returned to mfg.: unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had downstream occlusion (dso) alarms identified during priming" was confirmed. The probable cause was the dso pressure was 8.7 psi, out of specification (9 to 27 psi). Further investigation found the downstream occlusion (dso) seal was cracked. The dso seal was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had downstream occlusion alarms identified during priming¿; during device evaluation it was found there was a crack on the downstream occlusion (dso) seal. There was patient involvement with no injury.